Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip. (B)(4)

Event description:
Nurse from school reported via phone call that the customer was trying to program a bolus and the numbers on the screen started scrolling by themselves. Blood glucose value was 147 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. Customer's mother called later to go through the replacement process. The insulin pump was replaced and returned for analysis.